Event description:
Caller tested 4.0 inr, 3.0 inr, and 4.5 inr on the coaguchek xs system. No actions taken based on device result. No adverse event reported. Requested return of suspect device.

Manufacturer narrative:
The event occurred in foreign country.